Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer did not observe insulin drips dripping out of the cartridge tubing or infusion set tubing during the load fill tubing sequence. The issue continued across multiple sets of supplies. Customer's blood glucose level was 450 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.